Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to mitigate the issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.